Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be further presumed - since there was no foreign material inside the channel, and the device did not fail a culture test, it was not possible to further specify the cause of the suggested event. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer reported that all scopes were manually washed with steris prolystica 2x concentrate enzymatic presoak and cleaner (ref-1c3310) detergent. The disinfectant used for all scopes was medivators rapicide pa high level disinfectant (ref- ml02-0117). The minimum required concentration was checked after every cycle is run for every scope per kp standard p&p and manufacturer instructions for use (IFU). All scopes were reprocessed in the medivator advantage plus endoscope reprocessing system sn#'s: 13127428, 13127429, 13127459. All scopes were manually cleaned per manufacturer's IFU's and kp standard p&p's using a single use brush (boston scientific hedgehog cleaning brushes (ref- sbd-289)). The leak tester used was from olympus/alt pro. No problems with the automatic endoscope reprocessor were noted. All new staff have been properly in serviced. The last in service was conducted within the last six months. Scopes were stored in steris scope cabinets. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope could not be cleaned properly. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.